Event description:
The external pulse generator was returned to the manufacturer due to recall, analyzed and tested out of specification. No patient I nvolvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found the device failed one incoming functional test for high rate amplitude. Incoming functional test failure was retested ten times and all passed (intermittent operation). (B)(4).